Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported issues with their device since, they would say, the first of august. Patient stated they have been talking pretty consistently since then with manufacturer representative (rep) and was told by rep to call for a new controller and battery pack. Patient described seeing no device found message and stated have had trouble getting the stimulation to come on and off. Agent asked clarifying questions and patient stated they normally turn the stimulation off at night and the night before last it wouldn't go off so they dealt with it and then they woke up in the morning and it was off. Patient was in pt yesterday on the table and stated all of a sudden the stimulation turned on. Patient added if they charge up and go to bed and then go to turn the stimulation on the next morning it wants them to recharge again. Agent asked if the message indicated to recharge the implant or the controller and patient stated they were 99% sure it was the controller. Patient reported no visible damage to the stim on/off button or the recharger and noted arattling noise inside the controller. Agent had patient unlock the controller and patient reported no device found (16). Patient connected the recharger and batteries screen displayed with the controller at 90% and the implant at 50% recharging excellent. Patient unplugged the recharger and batteries screen displayed; patient tapped x and home screen appeared. Patient again unlocked the controller and no device found displayed. Controller is unresponsive at times. A replacement controller was sent out. Patient mentioned they had a defibrillator implanted so they had the scs device off and then within a couple of weeks after that on august 17 they had an accident and were in the hospital for 17 days. Patient added they have increased their meds because the stimulator wasn't working, which agent understood was in reference to the reported issues. Additional information was received from to clarify what device was not working when he met with the patient on (B)(6) 2025. He clarified that patient did not report any device issues to rep. Patient has education issues about the usage of the device. The stimulation coming on and any stim issues sues that the patient discussed with rep were about adaptivestim. Patient simply did not know how it worked; whenever he would change position and the device would change stim accordingly, patient would wrongly think stim was coming on or was not working at the same level as their previous position. Rep further clarified that when he met with this patient on 8/18, patient¿s device was simply discharged because he had the defibrillator put in and did not charge the device during that unrelated issue. At that appointment, patient¿s controller was broken, and rep asked the patient to get that external device replaced. Rep had some older external devices with him at the time which he used to get patient¿s device to charge. They were able to charge the device without any issues and noted no device issues after charging. Patient was educated again and rep is not aware of any further issues since then.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.